Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Concomitant medical products: 6947m62, lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported the patient is deceased. Further review of the manufacturer¿s database indicated the patient died approximately three months post device system upgrade to an implantable cardioverter defibrillator (ICD) system. The cause of death was requested and no additional information is available.